Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion at 9.5cm to 10.5cm and 14.2cm to 14.7cm from the connector pin. The cause of the external insulation abrasion was consistent with friction to device can.